Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se found that the battery would not charge and that after the ventilator is charged for a few hours, the alternate current ac power is disconnected it would not go into standby mode. The se replaced the battery and the ventilator passed all testing.

Event description:
It was reported that the ventilators battery failed. No patient involvement. Event date not specified; estimate used. Event date not specified; estimate used.